Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net exhibiting atrial lead noise resulting in double counted ventricular events recorded by the device. There were no interventions, or adverse patient consequences reported.

Event description:
New information received notes that previous programming intervention were made, however the over-sensing remained unresolved. Additional programming interventions were made, and the clinician has not noted any further over-sensing. The patient was doing well, and will continue to be monitored.